Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer experience low blood glucose (bg) levels (as low as 20 mg/dl) and juice was consumed to address the low bg level. During troubleshooting with tandem technical support, the time on the pump was noted to be incorrect. The customer's healthcare provider changed the settings in the pump and the bg level was "under control."

Event description:
The customer thought that the time issue most likely was use error. However, no further details were provided.